Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the cardiac resynchronization therapy pacemaker (crt-p) the patient indicated that the device was "not working." The crt-p remains in use. No patient complications have been reported as a result of this event.